Event description:
Pt fell and the lag screw backed out.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Although the exact root cause could not be determined, initial implant placement and bone quality are contributing factors. The exact root cause could not be determined without the pre and post op x-rays. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.